Event description:
Related MFR report number: 2017865-2023-38561. It was reported that a patient had a syncope episode. It was noted that both the atrial and right ventricular (rv) leads were broken. On (B)(6) 2023, the physician elected to cap and replace the atrial and rv leads. The patient was discharged following the procedure.